Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 468 mg/dl. Reportedly, required assistance was required to assist bg level. A correction bolus was delivered via pump to address bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.